Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: a broken shell and underweight. A visual and microscopic analysis were performed which identified a sharp break, a smooth break and a flat crease. A dimension measurement in the shell was performed which identified that the thickness was within specification. Based on the device analysis the final assessment is: a sharp break on the posterior side due to an unidentified (tear) opening and a smooth break on the posterior side due to a smooth opening. The reason for reoperation: implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left rupture. Device has been explanted.